Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric lesion located in the femoral vein that was mildly tortuous and non-calcified. The armada 18 2.5 mm/200 mm/150 cm was prepped according to the instructions for use. The balloon was inflated to nominal pressure at 8 atmospheres when it was noted that the pressure would not hold and the balloon was leaking blood, contrast and saline from the black hub at the black sleeve between the balloon catheter and the sleeve. The balloon was removed and another armada 18 balloon was used to complete the procedure. The device was prepped outside the anatomy prior to use. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: hospital name and country. Evaluation summary: abbott vascular (av) analyzed the returned device and confirmed the reported leak in the distal end of the strain relief tubing. Av reviewed the complaint handling database and found no other events from this lot reported for leaking. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.